Event description:
During the initial implant procedure, while attempting to tighten the set screw to secure the lead, the set screw was stripped and was no longer able to rotate. A new device was selected and successfully implanted to resolve the event. The patient was in stable condition.